Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a display issue with her onetouch ping meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests ten times a day and manages her diabetes with insulin (via insulin pump). The patient corrected and clarified the display issue; the subject meter's display reportedly was too dark. The alleged issue reportedly began on (B)(6) 2013. According to the patient, she was able to view her reading with the subject meter when she uses a flashlight and administer her insulin accordingly. According to the patient, as a result of the alleged meter issue she became frustrated. The patient did not receive any other form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted that the patient also used a backup/ secondary meter. The alleged issue remains unresolved. A replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (4/29/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.